Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 210968-2014-12344 and 2210968-2013-06533. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent uterosacral vaginal vault suspension and anterior repair using sutures on (B)(6) 2012 due to pelvic organ prolapse.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06533. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent an excision of midurethral sling and anterior vaginal wall mesh on (B)(6) 2010 concurrently with urethrolysis, anterior sacrospinous ligament vaginal vault suspension, anterior/posterior repair and cystourethroscopy due to urinary retention, stage 2 cystocele, stage 2 rectocele and stage 1 vaginal vault prolapse. (B)(4) - vaginal vault prolapse.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior and posterior colporrhaphy, cystourethroscopy, and reduction of enterocele.